Manufacturer narrative:
Device evaluation summary: one medfusion pump was returned for analysis. During visual analysis of the pump, no visible damage or contamination was found. Review of device history log found primary audible alarm. Functional testing included power up and infusion / occlusion test. The customer stated issue could not be duplicated. Customer stated issue was confirmed based on history log. Problem source could not be identified.

Event description:
Information received indicating that smiths medical medfusion pump had acu watchdog failure. Reporter stated that the reported event did not occur while in use with a patient.